Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had received this alarm was generated when a power system error back-up battery fails is detected and this error does not prevent the pump from running alarm on multiple errors. The customer¿s blood glucose level was 6.5 mmol/l. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the notification light stopped flashing immediately. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and to monitor the insulin pump and call back if the error reoccurs. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected power error noted during testing. However, power error , low battery alarm and power loss alarm noted due to corroded battery tube assembly. Device received with cracked keypad overlay at select button and cracked retainer.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.